Event description:
ICU staff reported device "not functioning" and called the ekos help line to troubleshoot the system. Pt was returned to surgery to have the catheters removed. The case continued successfully and no known harm to pt.

Manufacturer narrative:
Investigation summary: complete investigation of the device was not possible because the device was not returned for eval. Based on info from the user and the event log, the incident is consistent with a fractured rf wire. The event log documents that the control unit monitored temperatures correctly and took appropriate action. The device was removed without incident.